Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the farapulse to treat atrial fibrillation faradrive steerable sheath was selected for use. It has been mentioned that after inserting the catheter into the sheath, during the aspiration of the blood air was also being aspirated from the membrane or flush port of the sheath. No patient complications occurred. The procedure was completed using different faradrive sheath. The product is expected to return for analysis.

Manufacturer narrative:
Additional information added to a: patient information.

Event description:
It was reported that during the farapulse to treat atrial fibrillation faradrive steerable sheath was selected for use. It has been mentioned that after inserting the catheter into the sheath, during the aspiration of the blood air was also being aspirated from the membrane or flush port of the sheath. No patient complications occurred. The procedure was completed using different faradrive sheath. The product is expected to return for analysis. It was further reported that the pump was not connected when the air bubbles were observed. Guidewire was inside the catheter tip. No air was seen in the patient. No fluid leak was observed.

Event description:
It was reported that during the farapulse to treat atrial fibrillation faradrive steerable sheath was selected for use. It has been mentioned that after inserting the catheter into the sheath, during the aspiration of the blood air was also being aspirated from the membrane or flush port of the sheath. No patient complications occurred. The procedure was completed using different faradrive sheath. The product is expected to return for analysis. It was further reported that the pump was not connected when the air bubbles were observed. Guidewire was inside the catheter tip. No air was seen in the patient. No fluid leak was observed.

Manufacturer narrative:
Faradrive sheath was returned with its dilator still inserted, resulting in the removal of the dilator to proceed with further analysis. Evaluation of the sheath's functional capability was unsuccessful as leakage was observed at the proximal end of the device during test preparation, likely due to the prolonged insertion of the dilator upon return. Inspection of the hemostatic valves found tears in the external and internal valves, compromising the valves' ability to seal pressure and fluid within the sheath. Additionally, the hemostatic valves were observed to be deformed as the valves were unable to revert to its closed state. This defect was not mentioned in the complaint summary, indicating that this defective condition was not present during the time of event use and must have occurred during transportation or storage of this device.

Manufacturer narrative:
Additional information added to b5: describe event or problem. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the farapulse to treat atrial fibrillation faradrive steerable sheath was selected for use. It has been mentioned that after inserting the catheter into the sheath, during the aspiration of the blood air was also being aspirated from the membrane or flush port of the sheath. No patient complications occurred. The procedure was completed using different faradrive sheath. The product is expected to return for analysis. It was further reported that the pump was not connected when the air bubbles were observed. Guidewire was inside the catheter tip. No air was seen in the patient. No fluid leak was observed.